Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported.

Event description:
It was reported that patient underwent revision surgery, requiring extensive debridement. Extensive bone erosion was noted on the medial and lateral femoral condyles as well as along the medial tibial plateau requiring bone grafting to correct. Granulation tissue indicative of loosening was noted. The femoral and tibial sides were noted to be loose - interface not identified. The patella was removed and underneath small cysts were identified and removed before replacing. A fracture of the femoral stem and the connecting screw occurred without trauma. The connecting screw between the femoral shield and the femoral shaft is affected. The revision went smoothly.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : user report received bfarm case 1652/25 in the above-mentioned partially coupled, cemented revision prosthesis, a fracture of the femoral stem and the connecting screw occurred without trauma. Femoral stem and the connecting screw in the connection area to the femoral shield the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however the pfc*sigma dis aug 4mm,sz3,rght is not visible given the observed condition of the femoral component. There is no evidence that suggests that a loosening condition occurred between the implant-cement interface. A manufacturing record evaluation was performed for the finished device [960861 / 310339r], and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pfc*sigma dis aug 4mm,sz3,rght would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4) . 2) date of manufacture: 2006-03. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 2016-03. 5) IFU reference: IFU-0902-00-785. Device history review : a manufacturing record evaluation was performed for the finished device [960861 / 310339r], and no non-conformances or manufacturing irregularities were identified. Corrected: d4 (expiry date, primary UDI number), h4, h6.